Event description:
User received discrepant results for sodium for two patient samples. Sample 1 initial result 132 mmol/l, repeat on other analyzer gave 138 mmol/l. Sample 2 initial result 130 mmol/l, repeat on other analyzer gave 136 mmol/l, repeat on original analyzer gave 125 and 130 mmol/l. Results from other analyzer were reported. No adverse reactions occurred. The field service representative determined there was a problem with the air dry adjustment and adjusted it. He also noted he cleaned the mixtower and changed the mix, dry and water lines to the tower. Performance tests were performed which were within specification.